Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging obtaining inaccurately low control solution results. The reporter claimed obtaining control solution results of ¿115, 114, 112, 11 and 111 mg/dl¿ which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The control solution involved with this complaint was returned and failed testing. Control solution was tested and found to be below specification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.